Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump into lake water and by the time he found it, it had been underwater for 3-4 minutes. Customer he put the battery in the pump, it turns on the vibration motor but nothing shows up on the screen. Customer stated that when he pulled the pump out of the water, there were beads of water in the screen and it did come up with an error. Customer stated that the error went away so fast that he could not remember it. Customer stated that the pump did count from 1-6 and shut off. Customer stated that the pump began vibrating. Customer took the battery out and left the pump in the sun but it did not resolve the issue. Customer's blood glucose level was about 126 mg/dl. Customer stated that the pump was vibrating without an alarm or alert, and the display went blank immediately after being exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display or vibrating noted during testing. The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. All the buttons functioned properly and no moisture damage on keypad traces noted. The insulin pump had moisture damaged found on mother board and interface board. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.